Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
The tip of inserter broke off in implant and tip was not able to be retrieved. No adverse effect to patient.